Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator had an inactive display. Moisture was present between the layers of the screen. The customer reported that there was no patient involvement.